Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. E1 - customer (person): postal code: (B)(6), phone: (B)(6). E3 - occupation: regulatory affairs specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set cracked and the line leaked. The patient was sedated and ventilated. The ports of the device were used for sedation and intravenous (IV) fluid management. As time progressed, the patient became agitated and difficult to manage despite increasing doses of sedation. The bed linen and garments were noticed to be wet, and it was discovered the device was leaking resulting in the patient not receiving all of the medication. Therefore, the sedation line was changed to a peripheral IV access and infusion recommenced. Upon closer inspection of the central catheter, a crack was visible on the hub of the white port. The complaint device was removed and replaced with another central line for continued IV access. It is unknown how long the complaint device had been in place. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h3; h6 (annex e and annex a). H6 (annex e) - e2402 - appropriate term / code not available: "the patient became agitated and difficult to manage" investigation ¿ evaluation. It was reported the hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set cracked and the line leaked. The patient was sedated and ventilated. The ports of the device were used for sedation and intravenous (IV) fluid management. As time progressed, the patient became agitated and difficult to manage despite increasing doses of sedation. The bed linen and garments were noticed to be wet, and it was discovered the device was leaking resulting in the patient not receiving all of the medication. Therefore, the sedation line was changed to a peripheral IV access and infusion recommenced. Upon closer inspection of the central catheter, a crack was visible on the hub of the white port. The complaint device was removed and replaced with another central line for continued IV access. It is unknown how long the complaint device had been in place. No other adverse events were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c t ctulmabrm rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings ¿the safe and effective use or central venous catheters with power injector pressures (safety but-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions ¿catheter should not be used for long-term indwelling applications.¿ based on the available information, no product returned, and the results of the investigation, the main cause of failure was a component failure without a design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further investigate this failure mode. The CAPA investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.